Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: there were no unexplained power interruptions observed in the black box. No moisture or corrosion was seen in the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.